Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that her wife was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl. The customer's current blood glucose was 1000 mg/dl. The customer was treated with manual injection.. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will not be returned for analysis.